Event description:
Info was received in 05/2004 from a physician regarding 4-6 pts with a history of osteoarthritis (variety of stages) who experienced significant flares (site unspecified) after the first injection of synvisc. The pts began treatment with synvisc on unknown dates. The pts' medical histories, therapy dates, concomitant medications and outcomes were not reported. The pts began treatment with synvisc on unknown dates. After the first injection of synvisc, the pts experienced significant flares (sites unspecified). No further details were provided. At the time of this report, the pts' outcomes were unknown. Additional info was received in 06/2004 from the physician's assistant. The physician's assistant reported that one of the pt's is with a history of osteoarthritis and no known drug allergies, who experienced "arthritis with swelling" (significant flare) and a joint effusion. The pt began treatment with synvisc in 2004. The pt received synvisc injections within a week. On the event date, the pt experienced arthritis with swelling. No treatment was required. In 04/2004, the symptoms continued and joint aspiration was required (145cc) and 40 mg depo-medrol was injected into the joint. Laboratory results from april 2004, revealed wbc 11,800 mm^3, pmn 52% and culture and sensitivity showed no growth after 5 days. The pt discontinued treatment with synvisc, the third injection was not given. At the time of this report, the pt had recovered. Additional info was received in 07/2004 from the physician. The physician reported the results of the synovial fluid analysis in 04/2004 aspirate was "not septic, had the appearance of an inflammatory response aspirate and as a bloody synovitis." The physician clarified that the pt had a "significant disability", which was the exacerbation of the pt's symptoms. The pt's pain was so severe that pt could not walk for approx 2 weeks. There was no permanent disability. The physician stated that the pt needed a total knee replacement and the synvisc was given in hope of delaying the surgery. The physician stated that the pt had experienced a "pseudoseptic reaction" and the relationship of the events to synvisc was definite. At this time of this report, the pt had recovered.